Event description:
It was initially reported that the device had an eos (end of service) / eol (end of life) message. The patient set her device and did not adjust it. The patient's settings were at 5 to 6 volts with a rate of 40, 450 pw with 5 anodes <(>&<)> 5 cathodes. Initially the patient's settings were at amplitude of 8 to 9 volts. She did have a communication issue with patient programmer due to a battery issue, which could have been why the patient did not notice an eri (elective replacement indicator) message. The patient stated that after checking the device it indicated eri and then an eos message. The current battery measurement was reported as 2.655 volts. Based on the patient's settings, a longevity calculation was performed to estimate the device's battery life and was determined to be normal battery depletion. It was recommended that the device was replaced. Follow up information received reported that an impedance test was performed to check for a short circuit and no issues were found. No malfunctions were seen, although the battery check reported a higher voltage than expected. The battery depletion was determined to be due to high energy usage and 24-hour use of the device. Battery replacement was scheduled for (B)(6) 2012. Additional information received reported that it was determined that this was not normal battery depletion. The patient was doing well after the battery replacement and had a follow up in the next week. Further information received reported the patient received an eos message after four months of use without an eri message. Telemetry performed on (B)(6) 2012 indicated that impedances were with normal range and showed that the hours of device usage was 2,101 (96%). The device was removed due to non-normal battery depletion. There was no patient injury.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no significant anomaly with normal battery end of life. In addition, telemetry and output were found to be "okay."

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3777-60, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead; product ID 3777-60, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead; product ID 37744, lot#, serial# (B)(4), implanted: explanted: product type: programmer, patient; product ID 3550-39, lot# n305898, serial#, implanted: 2012 (B)(6), explanted: product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.